Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an equipment failure and "just had" one of the implants replaced. It was noted the patient loved the implants and wouldn't be without them.